Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during the inflation at rated burst pressure, the balloon burst. The procedure was completed with another of the same device without any patient complications reported. The patient was in good condition.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during the inflation at rated burst pressure, the balloon burst. The procedure was completed with another of the same device without any patient complications reported. The patient was in good condition.

Manufacturer narrative:
Device evaluated by MFR.: the device nc emerge mr, ous 3.00mm x 12mm was returned to the complaint investigation site for analysis. Visual, tactile and microscopic analysis was performed on the device. A detailed microscopic examination of the balloon material identified a 6mm longitudinal tear in the proximal section of the balloon. In addition, multiple hypotube kinks were noted along the length of the hypotube. No other device issues were identified during returned product analysis.